Event description:
A pt already operated in 2003 for an aortic aneurysm underwent an thoracic aorta repair 2 months later. 14 days later, a fluid collection was evidenced in the inguinal region. It was reported that the pt returned to another hosp 5 months later since the inguinal region became infected. It was however reported that 3 months later, the pt did not anymore present signs of infection.